Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use there was a "con proc failed" device alert and the unit stopped ventilating. The pt was manually. Ventilated and transferred to another ventilator. There were no reported serious or negative pt consequences.